Manufacturer narrative:
(B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) failed to deliver/shoot. This was due to unfavorable window/engagement. The introducer was retracted until the hub engaged with the indicator wire cowling; however, it did not lock against the handle assembly, no audible click was heard, and no pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was not securely locked with the vascular sheath introducer. Hemostasis was successfully achieved via manual compression. There was no reported injury to the patient. The product was inspected and prepped according to the instructions for use (IFU). No abnormalities noted prior to use. The procedure was performed using a retrograde approach. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be =5 mm. No visible calcium or plaque was present at the puncture site, no stent was located near the site, and there was no stenosis greater than 50% at or near the puncture site. No resistance or excess force was encountered during advancement of the exoseal vcd through the sheath, and there was no difficulty connecting the vascular sheath introducer with the device. The indicator window did not change to solid black. The device will be returned for evaluation.